Event description:
It was reported that the pump touchscreen cracked; cause was not reported. The pump was not functional. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.